Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that patient was in a prolonged episode of ventricular arrhythmia and received four appropriate shocks. The shocks were unsuccessful in converting to sinus rhythm. However, the patient spontaneously returned to sinus.